Event description:
It was reported by service report that the stretcher had a broken weld on the left side locking spindle and the siderail was unable to be latched up. The customer could not determine if there was pt involvement or if there were adverse consequences to report.